Manufacturer narrative:
(B)(4). Evaluation of the returned device did not confirm the reported intermittent audio output.

Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, he experienced low blood glucose event and that the receiver did not wake his wife up. The patient's wife claimed the receiver did not make a sound. The receiver did make an audible tone when it was tested. The patient's wife is a nurse practitioner and she had to intervene and provide medical intervention. The patient was showing early signs of a seizure. The patient's wife administered energy goo (glucose and caffeine) and a glucagon shot. In another example, the receiver was reading high and the patient confirmed the high with a fingerstick, but the receiver did not make an audible tone. The patient reported that the receiver does occasionally make a tone but not always. At the time of the call to dexcom technical support, the patient reported being in fine condition.